Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -11.00/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Reportedly, "lens kept rotating 90 degrees." The lens was removed on (B)(6) 2020. This resolved the problem. Per reporter on (B)(6) 2020, doctor "decided not to implant a new lens. Patient will continure to wear contact lenses and glasses."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Corrected data: h6 - device code 1494: off-label use (over 45yrs of age at date of implant) . Claim#: (B)(4).